Event description:
Caller reported that the pump display was frozen. There was no adverse impact to the customer's blood glucose level. The caller was provided with complete pump reset information by customer technical support and chose to reset the pump, resolving the issue.